Manufacturer narrative:
(B)(4).

Event description:
It was reported that left hip revision surgery was performed due to device failure. Patient presented with elevated blood ion levels and squeaky hip joint. Implanted in 2009.